Event description:
It was reported the ipg had moved into the rib area. The physician opted to surgically reposition the ipg to the original location on (B)(6) 2013. Follow up identified the patient had adequate stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.